Event description:
On (B)(6) 2007, the sales representative reported that during a discectomy in the lumbar area, the set screw on the handle was backing out. The piece fell apart. On (B)(6) 2007, the sales representative responded to an inquiry and reported that the hospital had started removing the screws for cleaning and replacing the screw incorrectly. The surgeon would not use the instrument due to the potential of snagging his glove.

Manufacturer narrative:
The device is an instrument and is not implantable. The lot number is not available. Manufacture date unk. Investigation pending.